Event description:
Procedure: gastrectomy. According to the reporter: us201503-1501, us201503-1505 and us201503-1562 are related to the same case: (B)(6) years old male patient, around 85 kg. Customer informs that on (B)(6). The patient was operated due to a cardiac affection so he was inserted a stent and recovered correctly from this. But staying at hospital he presented an anemia. So, he was made some tests and it was discovered a differentiated carcinoma in the stomach. On (B)(6) the patient was operated in a subtotal gastrectomy using covidien products: 6 egia60amt, 4 endoclips 176657 (B)(4) and 2 egia60avm (B)(4) and no issues were experienced during the procedure. In this surgery baxter floseal hemostatic matrix was used as well as tachosil. On (B)(6) he was discharged from hospital. But on (B)(6) he was admitted in emergency when during an exploring procedure it was discovered that all the anastomosis and staples were loose. The tissue was not tore or ischemic. So they corrected this using manual suturing. They have made a biopsy on the tissue and awaiting pathological results. Patient status is critical and at the moment he is in ICU. Additional information requested and pending.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental #01. (B)(4).